Event description:
It was reported that the patient experienced syncope prior to hospitalization. It was also reported that the recorder showed false atrial fibrillation and false asystole episodes. The r-wave values were very small. The recorder was reprogrammed for less sensitivity and to record longer episodes. The recorder remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.